Manufacturer narrative:
(B)(4). The complaint sample was returned. Grace manufacturing, the manufacturing site reported " the returned device was received by the quality department. The device was in a plastic bag with outer "disinfection tag". One side of the jaw was broken completely off. The broken jaw piece was tapped separately inside of the bag. All other parts were intact. No manufacturing flaws were observed. The DHR was reviewed by qa. All operations and documentation were completed and acceptable. The root cause of the damaged device is undetermined. It is likely the device was damaged due to excessive force or incorrectly arming the device before inserting or guiding through the body. It is possible that the user did not fully arm the device and attempted to insert the device with the jaws exposed (not safely behind the needle point)." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use during a laparoscopic cholecystectomy, "the jaw at the end of the device broke off into the patient during procedure. Surgeon had to fish out broken piece". No patient harm or injury. The patient status is reported as "fine". Additional information received states that "all pieces were removed successfully. The device was removed from the patient and placed to the side to be investigated". Per the customer it is unknown if a new applier was used to complete the procedure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while in use during a laparoscopic cholecystectomy, "the jaw at the end of the device broke off into the patient during procedure. Surgeon had to fish out broken piece". No patient harm or injury. The patient status is reported as "fine". Additional information received states that "all pieces were removed successfully. The device was removed from the patient and placed to the side to be investigated". Per the customer it is unknown if a new applier was used to complete the procedure.